Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The 85% stenosed lesion being treated was located in the left anterior descending (lad) artery. The lesion was predilated with a 2.0x20 mm maverick balloon. A 2.5x24mm taxus express2 drug eluting stent was placed, inflating to 18atms, for a final size of 3.0 mm. The final result was excellent. Post the initial procedure, angiography revealed total occlusion of the 2.50x24mm taxus stent. The physician predilated with a 2.5x20 mm maverick balloon, reestablishment of ante grade timi iii flow was present with no truncation of distal vessels. Further inflations, to 18 atms, were made with a 3.0x20 mm maverick balloon and 3.5x20 mm maverick balloon, for a final size of 4.0 mm. Successful revascularization was achieved. Medication given: angiomax, versed. No additional patient complications were reported. Patient status reported as "stable."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.